Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from one patient sample processed on a vitros eciq immunodiagnostic system. A definitive assignable cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive assignable cause for the event is unknown.

Event description:
The customer observed a non-reproducible, higher than expected vitros tropi es result obtained from a single patient sample processed on a vitros eciq immunodiagnostic system. Patient 1 vitros tropi es result= 0.301 ng/ml versus expected 0.019 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The customer reprocessed the sample because the original result exceeded a critical value. Therefore, the higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).